Event description:
The manufacturer received info alleging a ventilator alarmed and shut down while the device was in use. There was no pt harm or injury. The ventilator was returned to the manufacturer for eval and the customer's complaint was not confirmed. However, review of the device event log indicated a ventilator inoperative condition had occurred. The device's system board was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.